Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The issue has gotten progressively worse over time. The customer's blood glucose level was 150-250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.